Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a ruptured left breast implant and bilateral breast ptosis. As a result, the patient underwent removal and replacement with a 650cc mentor memorygel breast implant on (B)(6) 2021. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01600 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An evaluation was completed on february 24, 2022. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).